Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The alleged issue began about 2-3 days prior to contacting lfs. It was reported the patient obtained blood glucose results of ¿547, 407, 424, 579, 355, 498 and 319 mg/dl¿ with the subject meter. The patient¿s blood glucose usually reads ¿up to 300 mg/dl.¿ the patient manages his diabetes with insulin pump therapy. One evening, based on the alleged higher results, the patient reportedly increased his usual dose of insulin (amount not specified). About 1am the next morning, the reporter claimed the patient woke up struggling and ¿having convulsions.¿ the reporter tried to give the patient honey as treatment before contacting emergency medical services (ems). Once ems arrived, the patient obtained a blood glucose result of ¿31 mg/dl¿ with the ems meter. The patient was administered intravenous (IV) glucose. The patient reportedly felt better about 30 minutes later. The patient¿s blood glucose was retested and obtained a result of ¿400 mg/dl¿ with the ems meter prior them leaving. On the following day or two after, the patient questioned the results on the subject meter and performed a comparison with another device. The patient reportedly obtained a blood glucose result of ¿547 mg/dl¿ with the subject meter and ¿223 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter denied the patient developed any additional symptoms or received any additional treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014); the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.